Manufacturer narrative:
Corrected data: b5, b6, b7, d0, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had intermittent failures does not show measurements. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. Additional info: e1 ( event site state: 28, event site postal code: (B)(6). It was reported that during a routine check the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "display failure". A getinge field service engineer (fse) was being dispatched in order to evaluate the unit during the fault diagnosis from which it was being found that the equipment is for the clinical use , from which no technical anomalies are being observed. All the tests are within the mp protocol. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had intermittent failures does not show measurements.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had intermittent failures does not show measurements. There was no patient involvement.